Manufacturer narrative:
H11: the actual device and a photograph of the sample were received for evaluation. Visual inspection of photo was performed and observed particles within the chamber. Visual inspection of returned sample confirmed that the particles were embedded within the walls of the chamber. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black particulate matter was observed in the drip chamber of a solution administration set. This was observed before patient use. There was no patient involvement. No additional information is available.